Manufacturer narrative:
Manufacturing process improvements implemented april and may 2015. Parameters used for the assembly of the product have been evaluated and additional validations have been conducted. No reported incidents of this nature have been received for product manufactured after process improvements were implemented.

Event description:
On 05/31/2016, the distributor reported to rymed that they had received notification that their customer had experienced an issue with the product. It was reported that the product fell apart. Samples were received on 06/03/2016. No patient injury or harm.